Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on 5-aug-2024. The event occurred within 3 hours of insertion and the insertion site was at abdomen. The patient resolved the event by replacing infusion set and resumed insulin deliveries successfully. No further information available.